Manufacturer narrative:
The product was returned on (B)(6) 2024 and the investigation was completed on (B)(6) 2024. The device history records (DHR) have been checked and found to be according to the specification, valid at the time of production. No functional faults were detected on the device. The most probable root cause is that the ne cable was not properly attached to the patient. It can be assumed that the fault/defect is due to the customer's instruments or accessories (user cable), or to the type of installation of the ne cable to the patient. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID (B)(4).

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). Device was returned for investigation and the investigation is pending.

Event description:
It was reported that while the surgeon was using the electrocautery for a trans nasal brain surgery, every time the surgeon used monopolar mode, the patient had spasms / startle (like a small electroshock). The operating team changed the cable, the ground electrode, and eventually the monopolar electrode but all of these procedures had no benefit. The surgery team, led by the main surgeon, decided to change the electrosurgical unit and the second one had none of these problems. No patient harm and no adverse consequences. Procedure was completed successfully.